Event description:
It was reported that when the device was used during a laparoscopic colon procedure, the staple line was incomplete. The case was completed with a like device. There is no further info available and there was no reported pt consequence.